Event description:
(B)(6) female underwent needle localization wide excision lumpectomy of right breast on (B)(6) 2013. On follow up visit to radiation oncology, was given a copy of CT and told of the need to follow up with surgeon for something that was seen on CT film done in prep for radiation. Seen (B)(6) 2013 by surgeon with finding of a piece of wire felt to be from the needle localization. Wire removed under local in office. Follow up x-ray with no evidence of wire.